Event description:
The patient had a mus sling/rectocele around (B)(6) 2007. Since (B)(6) 2021, she has had pain deep on the right side where the sling went into the right periurethral tunnel. The patient requested the removal of the sling. FDA safety report ID # (B)(4).